Event description:
It was reported that the patient was hospitalised with a skin infection which developed into a abscess. The patient reported that the skin around the pod was red and irritated and the site was painful. After 48 hours of wearing the pod the patient reported that the pain became intolerable and removed the pod. When the pod was removed from the infusion site, the pod's cannula was found bent. She reported that the area appeared to her to be infected and attended the emergency room on (B)(6) 2025. The patient reported that the symptoms continued to worsen, the area was inflamed and an abscess formed, she presented at the hospital again on (B)(6) 2026 and was admitted. The patient was treated with unspecified oral antibiotics and unspecified pain medication. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.